Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2408-74 serial: (B)(4) description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the surgical implant procedure took about two hours to complete. The physician had difficulty implanting and positioning the leads due to the sharpness of the patient's spinal cord and curve of the spine. The physician was unable to successfully implant the leads, therefore, stiffer leads from another company were used to complete the procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Model: sc-2408-74 serial: (B)(4) description: avista MRI perc lead kit, 74 cm leads sc-2408-74 sn (B)(4), passed all cis testing and exhibit normal device characteristics.

Event description:
A report was received that the surgical implant procedure took about two hours to complete. The physician had difficulty implanting and positioning the leads due to the sharpness of the patient's spinal cord and curve of the spine. The physician was unable to successfully implant the leads, therefore, stiffer leads from another company were used to complete the procedure. The patient was doing well post-operatively.